Manufacturer narrative:
On 03//18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Medtronic representative verified system accuracy with a demo model. Probable cause deemed to be metal interference caused directly by scope. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial cyst ministration procedure, the surgeon registered with pointmerge, accuracy sphere of 1.7, verified accuracy on patient anatomy after registration, and deemed the navigation system was accurate. When the surgeon brought microscope into emitter field, navigation became inaccurate by 5 millimeters. Surgeon unaware of impact of bring large metallic/electronic component into emitter field and the subsequent effects. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains warning regarding metal interference: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field."